Event description:
Customer reported that the unit continued to bubble when the valve closed. No injury to the patient was reported.

Manufacturer narrative:
The actual unit was returned for eval. Eval confirmed report and found the flow control valve on the suction inlet port would not close sufficiently. A review of the lot history records found no related defects. Mfg has added line controls to assure proper assembly of the suction control valve.